Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient reported experiencing recent ineffective therapy in the targeted pain areas. Reportedly, a physician consult was scheduled to further address the issue. Follow-up revealed the patient may be implanted with a drg trial as the next course of action.